Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies difficult or premature coil detachment and coil migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that after placement of an embolization coil in a fistula, the coil would not detach after three attempts and the use of two different controllers. As the coil was being removed, it became lodged in the catheter and during the attempt to remove the coil and catheter together, the coil detached and migrated to the right ventricle and then to the pulmonary artery. The detached coil was snared from the patient in a subsequent procedure. There was no reported sequelae. The patient is reported to have recovered.